Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a transmitter failed error that occurred on (B)(6) 2016. It was reported that the sensor was worn beyond seven days. The dexcom g4 platinum continuous glucose monitoring system states: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days. No injury or medical intervention was reported.